Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early postprocedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the aortic rupture was attributed to the patient¿s heavy leaflet calcification combined with no pre-dilation of the aortic valve. The patient¿s advanced age ((B)(6) y/o), gender and co-morbidities may have been contributing factors for the cva. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), during the transfemoral tavr procedure in the aortic position, the patient suffered an aortic rupture. On pod2 the patient also suffered a cva. Initially, no bav was performed as the patient had moderate aortic regurgitation. The 26mm sapien 3 valve was prepared and deployed in a 60:40 aortic/ventricular position, under pacing and angiography; nominal volume. Post deployment, echo showed trivial/mild pvl which was considered acceptable. Approximately 2-4 minutes later, the patient¿s pressure dropped and tte identified ¿fluid¿ in the pericardial space. A pericardial drain was inserted and 5300ml of fluid were withdrawn. The patient¿s pressures returned and ¿blushing¿ was seen on angiography. Tamponade spontaneously resolved. The patient was sent to the ICU and was monitored. The patient started to breathe on their own overnight and was recovering well by the following morning. Pod2 patient appeared to be a little confused with slurred speech; there was a concern of a stroke. CT confirmed a small mature cerebellar infarct. It is perceived that the aortic rupture was caused the calcification of the patient¿s native leaflets.

Manufacturer narrative:
Additional information: additional information provided indicated the patient¿s pressure dropped suddenly and she expired. The cause of death is unknown but believed to have been caused by the annulus rupture.